Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a "replace the device" message. Although ventilation co ntinued, the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. A sales representative inspected the device and found diagnostic codes relevant to the reported incident recorded in the ventilator's memory logs. The evaluation and repair of the device has not been completed.